Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, resulting in recurrent urinary incontinence. During a surgical procedure, it was determined that the cuff was not inflating properly, resulting in inadequate cuff closure. The aus was subsequently explanted and replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information for the cuff component was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1000354300. Model/catalog description: control pump fgs iz. Unique identifier (UDI)(B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1000315697. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #:(B)(4).